Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and fracture on the lateral side of the post. DHR was reviewed and no discrepancies were found. The provisional top components and standard provisional bottom components have been modified to prevent fracture. The root cause is considered to be a design issue that has been the subject of corrective action. The fractured component in this complaint was manufactured before the design modification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During the procedure after trailing and while being removed, the tibial articular surface provisional fractured. No adverse events have been reported as a result of the malfunction.